Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh, transanal rectal prolapse procedure performed on (B)(6) 2014. According to the complainant, the patient experienced intraoperative and post operative hemorrhage (grade 3a) that required surgical hemostasis. A surgical treatment, endoscopic treatment, and treatment by ivr (treatment without general anesthesia) was needed. During the procedure, the left/right first and second punctures were completed. At that time, there was no bleeding yet. After checking the presence of bladder puncture with a cystoscope, the physician tried to start the mesh placement, but bleeding from left second puncture area was observed. When pressed, it did not come out, but bleeding did not stop even by suturing. It was judged that there was a high possibility that the bleeding point was a difficult area for hemostasis from the surface. It was decided to switch to hemostasis by ivr. There was no enough material in the fluoroscopic room of the facility. After waking up from anesthesia, the patient was transported to university hospital with pressure applied. The blood pressure was kept above systole 100, so there was no obvious shock. Ivr was performed at the university hospital, and there was bleeding of the blood vessel in the pudendal artery region, and hemostasis was performed by embolization. The patient was being managed at the university hospital, but not in the ICU management. The patient recovered. Reportedly, the mesh was placed in the bladder, and there was no mesh exposure noted. In addition, there was coital pain felt by the patient.